Event description:
Spoke with pt's mother who is requesting that both ms3 pumps be replaced (she is currently driving at the moment and could not provide the serial number of the pumps - will call pharmacy back). When asked about the backup pump pt is using the one that she has not returned to the pharmacy and is "ok" at the moment. In one pump the piston works "extremely slow" at certain moments, and in the other the ms3 cap has to be screwed on very tightly otherwise pump won't work at all. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.